Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. It was reported that the customer experienced an elevated blood glucose (bg) level of 431-545 mg/dl. Cause was pump shutdown due to customer not charging the pump. A correction bolus was delivered to address bg.. Reportedly, customer continued using pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.